Event description:
The olympus asset device, evis exera iii gastrointestinal videoscope, was sent to the olympus service center. Upon inspection and testing of the returned device, it was discovered the auxiliary water channel was clogged. There was no patient involvement.

Manufacturer narrative:
The asset device was returned to olympus. Upon inspection testing of the returned device, it was discovered, the light guide tube flow was clogged on the insertion tube side. In addition, it was noted, there was a crack on the bending section, the light guide lens and the distal end plastic were chipped, the light guide and the insertion tube were buckling and had dents. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of blockage in the auxiliary water channel could not be determined since information as to whether the event was due to a mechanical problem or foreign material could not be obtained. The event can be detected by following the instructions for use section below: ¿3.8 inspection of the endoscopic system: inspection of the auxiliary water feeding function¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.